Event description:
It was reported that heli-fx endoanchors were implanted in the patient along with endurant stent grafts and a non-medtronic stent. The index procedure was successful with no issues reported or endoleaks observed. It was reported at follow-up approximately one month post index procedure that a type ia endoleak was observed. The site reported that the endoleak was related to the index procedure. Intervention was performed with additional endoanchors and an aortic cuff implanted along with ballooning and the patient recovered with treatment.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: unknown endurant stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.